Event description:
No additional information was received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d4, h4, h6, h11. The device was not returned to olympus for evaluation. Therefore, the reported event or condition of the device could not be verified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a likely cause of the reported event might be the following: 1. Due to the factors described below, an electrical discharge occurred between the tissue and the cutting knife during output activation. The output setting for activation was too high. The electrosurgical unit was used in the coagulation mode. The output activation time was too long. 2. The discharge occurred, causing the part of the cutting knife to become instantly hot. As a result, the strength of the cutting knife decreased. 3. During tissue incision, a load was applied to the cutting knife, which had reduced strength. This likely caused the cutting knife to break. However, the exact cause of an electrical discharge generation could not be identified. Therefore, the root cause of the reported event could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the knife tip fell off during a therapeutic endoscopic mucosal dissection under sedation. Upon further follow-up, the customer reported that the knife wire was broken and the tip has been retrieved. The procedure was completed using a replacement device with a delay of less than 30 minutes. There was no further information received as to which body part the tip fell into. There were no reports of further patient harm.